Event description:
It was reported that on (B)(6) 2024, the patient experienced cut-through of the tfna helical blade one month after surgery. The patient received a hip prosthesis after tfna removal. There was no surgical delay in relation to the reported event and the patient status/ outcome was good. There was no other clinical finding and no laboratory tests were taken due to the clinical findings. Upon manufacturers investigation it was noticed that the nail's locking prong component was deformed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A1: (B)(6). H3, h4, h6: part:04.037.943s lot:9028p29 manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 20 dec 2023. Expiration date: 01 dec 2033. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the locking prong component was deformed from the distal end. No other issue was observed. A definitive potential cause cannot be determined based on the current information. Factors like the patient's age, the surgical approach used, removal procedure, bone density, or the possibility of early weight-bearing may have contributed to the implant's failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tfna fem nail ø9 130° l200 timo15 would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.